Event description:
It was reported that the subject catheter was used in a patient for right internal carotid artery-clinoid (c5) segment aneurysm flow diverter implantation procedure on (B)(6) 2026. On the same day post procedure patient presented with adverse event ae#1 oozing of the right groin access site that was treated with manual pressure, sandbags and suture. Computed tomography angiography cta was completed and lido-epi injection was done. Spot hgb draw completed and low from baseline potentially due to oozing. Treated with prbcs. Ae stop date - 25-jun-2026. This event was possibly related to subject sheath device and dapt. Outcome was recovered/resolved (next day). No further information is available.